Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
It was reported that the lead is a single coil lead and can exhibit higher shock impedance measurements. The physician will continue to monitor the device and lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that high out of range shock impedance measurements continue to be observed. The physician will continue to monitor the device and lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.